Event description:
A nasogastric feeding tube was placed. Placement was verified by auscultation. One liter of an enteral feeding solution was hung, and the pump was set to deliver 50 ml/hr. One hour and 45 minutes later, approx 900 cc had been delivered. The pt expired about 13 hours later. The reporter stated the pump had failed to alarm when the rotor cover failed to close. The cause of death was listed as hyperosmolar nonketotic coma.